Manufacturer narrative:
Additional information: according to the information received from the field the recipient's hearing performance with the device was not satisfactory. However, with the information received a root cause for the lack of benefit cannot be determined. Explantation is planned but no date has been scheduled yet.

Event description:
The user has been very dissatisfied with her hearing situation in (B)(6) 2023 and had expected more benefit from the device. The user was not satisfied with the device from the beginning. Explantation is planned but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is very dissatisfied with her current hearing situation and had expected more benefit from the device.